Event description:
Customer reportedly received the following results within 10 minutes on the advantage system strip lot 549545, expiration date 03/31/2008): 312 mg/dl, 117 mg/dl, and 240 mg/dl. The customer did not provide the location of the discrepant results. No high blood symptoms reported. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.